Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, a family member contacted baxter (B)(4) technical service center and stated that the patient was in the hospital due to peritonitis. On 05oct2010, the nurse provided further information. The nurse stated that the patient recovered from the event of peritonitis and was discharged from the hospital on (B)(6) 2010. Action taken with pd therapy was not reported. The nurse did not provide an opinion of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.